Event description:
When end user in the sling it drifts down, will not stay up. End user alleges was in sling on the 27th and it went down really fast and she ended up on the floor, no injury, just scared.